Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon when the protective sheath was removed. Reportedly, there were no patient effects. No additional event or patient information is available.